Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a left total hip arthroplasty in (B)(6) 2008. Subsequently, a revision procedure has been indicated due to metallosis, elevated metal ion levels, a cyst and pain; however, no revision procedure has been reported to date. Additional information received from the patient noted the patient underwent a revision procedure on (B)(6) 2015.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent a left total hip arthroplasty in (B)(6) 2008. Subsequently, a revision procedure has been indicated due to metallosis, elevated metal ion levels, a cyst and pain; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent a left total hip arthroplasty in (B)(6) 2008. Subsequently, a revision procedure has been indicated due patient allegations of metallosis, elevated metal ion levels, a cyst, pain and difficulty ambulating; however, no revision procedure has been reported to date. Additional information received from the patient noted the patient underwent a revision procedure on (B)(6) 2015. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.